Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: g1 manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed. Daniel k. Haddad, jared sain, sergei pushilin, carlos a. Sagebien (2024), screw migration of retrograde femur intramedullary nail with locking washer: a report of three cases, journal of orthopaedic reports, vol. Xx (xx), pages 1-19. USA https://doi.org/10.1016/j.jorep.2024.100380. (Citation from phubmed. Not available). Objective/methods/study data: this case report discusses 3 patients with distal femoral fractures who underwent femur retrograde intramedullary nailing using the depuy synthes rfn-advanced¿ retrograde femoral nailing system (rfna) (depuy synthes, raynham, ma, USA). The patients experienced screw migration involving these locking screws engaging the washer and nail. This report aims to illustrate implant complications, outline their management and follow-up, and explore potential mechanisms for screw migration. The following cases were reported: case 1, a 66-year-old female presented after a ground level fall with a 2mm poke hole wound over the anterior aspect of the knee with a left distal femur supracondylar fracture with intercondylar extension. A transpatellar approach to the distal femur was performed, and a retrograde femur nail with locking washer was placed to achieve fixation according to the manufacturer¿s guidelines. A 5.0 interlocking screw was placed medially, and once the distal femoral washer was applied laterally, 2 additional 5.0 locking screws were placed through the washer and through the nail providing further fixation. 3 additional 3.5 cortical locking screws. Case 2, a 70-year-old female presented after a motor vehicle collision requiring extrication with a left distal femur supracondylar fracture with significant comminution and intercondylar extension. A transpatellar approach was utilized and a retrograde femur intramedullary nail with locking washer was placed. There were (2) 5.0 locking screws placed through the washer and the nail and 3.5 cortical screws locking into the washer. A gram of vancomycin powder was placed onto the implant. Case 3, a 66-year-old female presented after a ground level fall with a left distal femur supracondylar fracture with intraarticular extension. A transpatellar approach was utilized and a retrograde femur intramedullary nail with locking washer was placed. There were (2) 5.0 locking screws placed through the washer and the nail and 3.5 cortical screws locking into the washer. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk - screws: 5.0 mm va locking rfna. Adverse event(s) and provided interventions possibly associated with unk - screws: 5.0 mm va locking rfna (qty 1) (there was a total of 3 patients, however 2 screws were involved for case 1). - case 1, a 66-year-old female had migration of the distal 5.0 nail-washer locking screw at 12 weeks postoperative with a small hematoma and chronic inflammatory tissue found during removal. She also had an asymptomatic migration of proximal 5.0 nail-washer locking screw at 16 weeks after the procedure (4 weeks after removal for the distal screw). Intervention included removal of the distal screw while for the proximal screw, a decision was made in discussion with the patient to leave the implant unless it becomes symptomatic. - case 2, a 70-year-old female had migration of the distal 5.0 nail-washer locking screw at 12 weeks postoperative with significant knee pain, especially with ambulation and partial nonunion. Interventions included screw removal with the fracture site bone grafted with cancellous bone chips and demineralized bone matrix putty and a 5.0 screw was placed through the lateral washer and nail for revision fixation of the fracture. -case 3, a 66-year-old female had migration of the distal 5.0 nail-washer at 12 weeks postoperative with prominence on the lateral aspect of her left knee with associated pain. Interventions included return to operating room with the distal screw removed and a new screw was placed. This report captures a patient who had an asymptomatic migration of proximal 5.0 nail-washer locking screw at 16 weeks after the procedure (4 weeks after removal for the distal screw). A decision was made in discussion with the patient to leave the implant unless it becomes symptomatic. This report is for an unknown 5.0mm locking screw. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.